Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that multiple signal artifact monitoring (sam) events had occurred for this system. A review of the stored pacing impedance measurements did not identify any measurements that were out of range on either channel. However, noise was observed on both channels. The minute ventilation (mv) feature had been disabled. A boston scientific technical services consultant informed the caller that the mv could have been disabled due to the noise. The consultant discussed troubleshooting with the caller who stated they request a local representative to perform system evaluation. No adverse patient effects were reported.